Manufacturer narrative:
Height reported as 70 inches this report is for an unknown prodisc-c implant/unknown lot. Unknown part number, UDI is unavailable. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient reported numbness and tingling of his fingers mentioned in dictation dated 08january2009. Sensory also noted as abnormal. A large 6mm prodisc c was implanted at c6-7 on (B)(6) 2004. No complications were reported. This report is for an unknown prodisc-c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for these events, or whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for these events, or whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
The original date of awareness for this event was reported in error on the initial medwatch at september 22, 2015. The correct date of awareness should be january 8, 2009. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: radiological assessments revealed the patient had mild and moderate adjacent disc degeneration. It was reported on (B)(6) 2006 that the patient experienced left trapezius tenderness (anticipated) with moderate severity and was treated with injections of kenalog, lidocaine, and marcaine. Flexeril was also prescribed as needed. The state of the event is ongoing. On (B)(6) 2007, the patient experienced unanticipated low back pain with moderate severity and had x-rays of the lumbar spine taken which showed mild, spondylotic changes at multiple levels. Disk height was normal, but there was transitional vertebrae at l5-s1. The patient was given an exercise booklet. The state of the event is ongoing and the patient will follow up. This report will address the numbness and tingling that was reported by the patient during a follow up visit on (B)(6) 2009.